Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the battery compartment was cracked and there was a power (damage with moisture ingress issue). The reporter stated that the patient had a blood glucose (bg) of 300mg/dl with headache, nausea, polydipsia, polyuria and symptoms of dehydration. The patient did not receive any treatment above and beyond the routine care of diabetes management. This report is being made due to the bg excursion experienced due to an alleged power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.